Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump stopped working. When a new battery was inserted, the insulin pump emitted a constant tone. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.